Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred requiring pericardiocentesis. Transseptal puncture was performed, a decapolar inquiry probe was placed in the coronary sinus using fluoroscopy, and the left atrium was mapped using an advisor fl se 22mm mapping catheter. A tactiflex se ablation catheter was then inserted. The surgeon noted that he was not confident with the anatomy, as it was a big atrium, and there were strange feelings manipulating the probes, so it was decided to perform a transthoracic echocardiogram. A pericardial effusion was found. A pericardiocentesis was performed and the patient stabilized. It is unknown what caused the effusion, but the blood appeared to be from the right atrium. There were no performance issues with any devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.